Manufacturer narrative:
No product was returned; however, three photos of the device were provided for analysis. Functional and visual tests were performed. The complaint of a packaging issue can be confirmed by the images provided. The cause of the issue couldn't be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this product lot.

Event description:
It was reported that the lot number on the packaging was misread due to a white line running through it. The actual lot number was 6064784 and was misread as 6061781. Approximately 50% of the needles had unclear lot numbers. There was no patient involvement.